Event description:
On (B)(6) 2012, pt reported the down button on the infusion device is defective. Pt realized the button was defective when she tried to bolus approx 1 month ago. Pt does not know how long she has used this infusion device, and she boluses 3-4 times per day. The infusion device was replaced and returned for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. The infusion device was evaluated, and the up/down button does not operate. The printed circuit of the up/down flex connection is interrupted.